Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a stuck button alarm. The insulin pump had cracked on the backside. The customer stated that they inserted a new battery but buttons were still not responding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. P-cap or reservoir locked properly in place. Device received with cracked belt clip rail case corner. No keypad anomalies noted during testing. Keypad unresponsive or button error alarm not confirmed. (B)(4).